Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the impactor pad is fractured. The product was found to show signs of use; nicks, scratches, worn etching and strike marks. The features of the fracture surface visually demonstrate a bending overload fracture failure mode was identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while the physician was impacting the implant, the instrument fractured. There was no harm reported to the patient nor foreign body retained.

Manufacturer narrative:
(B)(4). Medical products: item#: 110030776, 40mm versa-dial glen std; lot#: 65164892. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.